Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The unit is unable to be plugged into the generator due to the inner of plug was rotated damaged. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasonic lithotripsy transducer did not connect to the shockpulse machine. The customer could see where all the prongs were. A piece of plastic that covered all the prongs was gone, and some of the prongs were broken off the plug in. There were no reports of patient harm.

Event description:
It was reported the ultrasonic lithotripsy transducer did not connect to the shockpulse machine. The customer could see where all the prongs were. A piece of plastic that covered all the prongs was gone, and some of the prongs were broken off the plug in. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.